Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was hard to read. The customer's blood glucose was unknown. When the customer was taking out reservoir the insulin pump has very strong smell of insulin, screen was getting hard to read due to scrapes and scratches, battery life diminished from when first got pump, changing every week and a half, received failure to deliver alarms. The device will not be returned for analysis.